Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. Blood was present inside the balloon. No issues identified with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole 1mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use, a leak was noted coming from the pinhole 1mm distal to the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.